Event description:
On 9/20, customer reports during a stent placement procedure, the fluoro failed. Pt procedure was completed with use of endoscopy by the physician. Customer provided no pt or procedure info other than to say procedure was completed without further incident, no reported injury.

Manufacturer narrative:
Field service engineer contacted customer before arriving on site and determined the tube carriage arm was not in the correct indent position for fluoro. Safety interlocks will not allow fluoro if tube carriage is not in the correct position. Once customer moved the tube carriage arm into correct position, system allowed fluoro. System functioned as designed, user error.